Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the messages "scan in 10 minutes" and "replace sensor" upon scanning the adc freestyle libre 2 sensor on the sixth day of wear. As a result, customer was unable to monitor glucose and was treated with bread and wine gums by third-party. No further treatment was reported. There was no report of death or permanent injury associated with this event.